Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have not been reviewed because a serial number was not provided. A service history cannot be conducted due to the serial number not being provided. A two-year review of complaint history revealed there has been a total of 16 complaints, regarding 16 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.01. Per the instructions for use, the user is advised that higher insufflation pressures (>15mm hg) of carbon dioxide insufflation can increase the risk of hypercarbia, subcutaneous emphysema, pneumomediastinum, pneumothorax, pneumoscrotum and urinary retention. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported at the 34th annual meeting of (B)(6) society of endoscopic surgery that the device, as-ifs1, airseal ifs, 110v, was used during a transanal total mesorectal excision procedure on an unknown date when it was reported ¿that postoperative CT confirmed that co2 gas embolism had occurred during tatme surgery.¿. Immediate postoperative contrast-enhanced computed tomography showed emphysema extending from the lateral side of the pelvic floor fascia to the perivesical, intrascrotal, and subperitoneal areas and scattered intravenous air over the bilateral femoral to external iliac veins. The procedure was completed as planned. The patient was discharged home after 18 days of hospitalization without any complications. This report is being raised on the basis of injury due report of gas embolism having occurred in patient.